Event description:
It was reported that "frequent high pressure alarms. Upon investigation, found the sterile sleeve had disconnected from the sheath and iab was displaced". The report further states, "[physician] confirmed there was no external kink, patient had been repositioned with hip hyperextended, and 30 cc iab had already been reduced to 27 cc's- high pressure alarms persisted. Cxr obtained. Tip of catheter noted below the patients' lung diaphragm. When leg immobilizer removed, the sterile sleeve was seen disconnected from the sheath and iab was pulled down". It is unknown if a 2nd iab was inserted. No report of patient harm or injury.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.